Manufacturer narrative:
The adapter and line cord involved with the occurrence is not available for investigation; therefore, no final root cause can be stablished.

Event description:
The customer reported that on (B)(6), 2021 at approximately 2:00pm a burning smell and smoke was emitted from the ac adapter in use with an m9 ultrasound system. Subsequently, a small flame from the power brick was observed. The adaptor was immediately unplugged from the wall outlet and a melted spot was noted between the cord and power brick. No patient injury was reported.

Manufacturer narrative:
The facilities (third-party) biomedical service replaced the adapter and the system was returned to use. Investigation is pending return of the subject components.

Event description:
The customer reported that on (B)(6) 2021 at approximately 2:00pm a burning smell and smoke was emitted from the ac adapter in use with an m9 ultrasound system. Subsequently, a small flame from the power brick was observed. The adaptor was immediately unplugged from the wall outlet and a melted spot was noted between the cord and power brick. No patient injury was reported.